Manufacturer narrative:
Results: there is no visual external damage to the unit. The pump was plugged in, turned on and ran as expected. The vacuum regulator knob was adjusted and a maximum pressure of -27.0 in hg was noted. The pump was returned with the vacuum regulator knob three full turns counter clockwise from the maximum vacuum position. A demonstration filter and canister were installed and a maximum vacuum was again noted at -27.0 in hg. The pump is fully functional. Conclusion: the complaint was not confirmed as reported. If the knob is turned too may revolutions counter clockwise when adjusting vacuum, it may require more revolutions to reach maximum vacuum. The regulator knob screw is not stripped or loose as described in the complaint. The vacuum regulator and pump work as expected.

Event description:
The penumbra system aspiration pump knob that adjusts the pressure has become stripped and is loose.